Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory the sheath was first visually inspected, which showed no abnormalities. The sheath passed all leak testing and microscopy did not reveal any damage to the valves.

Event description:
It was reported that during a paroxysmal atrial fibrillation procedure a faradrive steerable sheath clear was selected for use. Preparation was made without any issues, but when the farawave catheter was inserted in the sheath, the physician aspirated a lot of air bubbles. The physician left the valve open to let go all bubbles and did not aspirate again with the syringe as bubbles were created this way. The physician decided to use the same device for the procedure and it was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a paroxysmal atrial fibrillation procedure a faradrive steerable sheath clear was selected for use. Preparation was made without any issues, but when the farawave catheter was inserted in the sheath, the physician aspirated a lot of air bubbles. The physician left the valve open to let go all bubbles and did not aspirate again with the syringe as bubbles were created this way. The physician decided to use the same device for the procedure and it was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.